Event description:
Customer reported the system is displaying a precharge voltage error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries and the battery charger board. System operates as intended.